Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient obtained elevated blood glucose levels such as 380 mg/dl and tested positive for ketones. The patient noted she had been on her backup plan of injections for several days, since the pump's display was blank. The patient experienced the symptoms of nausea and fatigue. The patient reported that she had been using short-acting insulin for both bolus and basal doses, and had not yet contacted her hcp for a backup plan including long-acting insulin. As the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while on her backup plan due to the pump display issue, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 09/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2012 with the following findings: there was no activity related to the complaint captured in the pump history. The pump was unable to complete performance testing due to unrelated moisture ingress. No conclusions can be made.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.